Event description:
It was reported that a right ventricular (rv) lead fractured was oversensing and causing multiple inappropriate shocks. An alert was also triggered for a lead impedance warning.the rv lead was explanted and replaced with a new lead. It was also reported that the cardiac resynchronization therapy-defibrillator (crt-d) device reached premature elective replacement indicator (eri) / end of service (eos). The crt-d device was removed and replaced with a new device. It was further reported that the patient was ruthlessly shocked several times by the malfunctioning device on top of experiencing the excruciating pain and what was described as a "firecracker exploding in the chest." It was also reported that the malfunction caused the heart to flatline and the severity of the pain and suffering caused by the malfunction of the product is almost impossible to describe. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: d274trk crt-d, implanted (B)(6) 2010; 419688 lead, implanted (B)(6) 2010. Product event summary: the partial lead was returned in segments and analyzed. The lv2/proximal conductor was fractured in-vivo between the rv cross-groves in the cast zone of the lead. The proximal conductor was fractured at 62.7 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.